Event description:
Customer reports that insulin pump was beeping every twenty to thirty minutes even though battery and reservoir was full. Customer's blood glucose was 200 mg/dl. Customer was advised that beeping was due to low reservoir on previous pump. Customer was advised to clear alarm and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.